Event description:
Healthcare professional reported left side "rupture" of a saline device. The device was explanted.

Event description:
Healthcare professional reported left side "rupture" of a saline device. The device was explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 02-aug-2024.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side "ruptured". Device was explanted.